Event description:
Philips received a complaint on the philips hs1 defibrillator indicating that the device emitted a triple chirp, exhibiting symptoms of a critical device failure. The customer was instructed to reinsert the battery for testing; the device indicated an error, prompting the message to remove and reinsert the battery to test.